Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review; ap vision3 software was used to clear the error. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. The archive data was reviewed and contained a system error 132 (internal watchdog timeout) error message on the reported event date of (B)(6) 2017, confirming the complaint. The autopulse platform is a reusable device and was manufactured on 2009. It has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was several similar complaints reported for autopulse with serial number (B)(4). Ccr 9639 reported on 22 may 2012, processor board replaced, ccr 13852 reported on 24 sep 2013, (B)(4) software was used to clear the error, ccr 23496 reported on 07 jul 2016, processor board replaced, ccr 31894 reported on 14 jul 2017, processor board replaced, ccr 37647 reported on 19 oct 2017, (B)(4) software was used to clear the error.

Manufacturer narrative:
The autopulse platform was returned to zoll on 12/21/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) was displaying error message "system error, out of service, revert to manual CPR" when powered on. No patient was involved.